Event description:
It was reported that oversensing in the ventricular channel was observed. The lead was capped and replaced.

Manufacturer narrative:
Combination product: yes.-

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 recorded the slightly varying shock impedance between 80 ohms and 100 ohms and the slightly varying pacing impedance between 750 ohms and 850 ohms. The analysis of the provided iegm episode no. 65 from (B)(6) 2024 and the freeze episode from the follow up on december 05, 2024 revealed artifacts on the rv channel, leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.